Event description:
Using the avinger we had a wire that had the coating come off. Wire and device removed from patient and removed from the sterile field. New wire given to sterile field.

Event description:
Using the avinger we had a wire that had the coating come off. Wire and device removed from patient and removed from the sterile field. New wire given to sterile field.